Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, it was observed that noise was generated and the device yielded no image. This is due to scraping of the electrical contact of the video connector part and disconnection of the imaging cable. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for the evaluation and repair of wobbling of the camera axis issue. There is no reported harm to any patient or persons. Upon evaluation of the returned device, it was observed that noise was generated and the device yielded no image. This is due to scraping of the electrical contact of the video connector part and disconnection of the imaging cable. This medwatch is being submitted for the reportable issue of no image as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the image sensor unit or a problem with the board inside the video connector. Alternatively, it is also likely that the video connector electrical contacts are stuck or scratched, and the communication status with the system has become unstable. Olympus will continue to monitor field performance for this device.